Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that during the insertion of a cascadia tl implant, the tip of an aleutian tlif ii straight inserter inner shaft fractured and remained in the cage, and the cage was implanted in the patient.

Event description:
A company representative reported that during the insertion of a cascadia tl implant, the tip of an aleutian tlif ii straight inserter inner shaft fractured and remained in the cage, and the cage was implanted in the patient.